Event description:
It was reported that the balloon of the foley catheter was reported to had broken during use. The location of the breakage was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter was reported to had broken during use. The location of the breakage was unknown. As per additional information received via ibc on 03sep2025 stated that, since no complaint occurred in the bd product, please cancel pr.